Event description:
It was reported that during a procedure, the device was not working properly and an inadequate or partial sealing on 5 mm broad ligament was observed despite no regrasp alert, but with evidence of energy delivery and end tones being heard. The physician also added that the jaws closed and would not open and the cutting trigger would not activate either. The device's jaw was cleaned regularly. Another device was subsequently used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant jaw damage. The packaging used to return the device was not damaged. Functional testing found that the damage to the jaws is consistent with user misuse. Possible drop, holstering the device, and/or grasping hard/metal object. No electrical or wiring issues were found. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult/intermittent activation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr - c07). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device was not working properly after a few minutes of use and an inadequate or partial sealing on 5 mm broad ligament was observed despite no regrasp alert but with evidence of energy delivery and end tones being heard. The physician also added the jaws closed and would not open and the cutting trigger would not activate either. The device's jaw was cleaned regularly. Another ligasure device was subsequently used successfully with the same generator. There was no patient injury.